Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830, implantable pacing lead x2, implanted: (B)(6) 2011; 4196, implantable pacing lead, implanted: (B)(6) 2011; 6947, implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.